Event description:
New information notes the lead was subsequently explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was received for analysis. Final analysis found that the insulation was abraded at 7.2 cm - 7.4 cm and 8.0 cm - 8.1 cm from the cut end, exposing the outer coil, due to friction with another device. The abrasions could have caused the reported noise problem.

Event description:
It was reported that atrial lead exhibited noise. The lead remained implanted and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.